Event description:
The pneumosure high flow insufflator tubing was connected to the insufflator and pressure readings were not registering. A second device was used without incident and the procedure was completed.